Event description:
It was reported that an inaccurate fill estimate was observed. During duplication testing by the distributor, the issue could not be confirmed. Customer¿s blood glucose level was 220 mg/dl.